Manufacturer narrative:
Investigation conclusion: the customer¿s experience with dim displays was confirmed on the 11 returned display boards. Risk assessment dir: 10000285368 notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (pcn-(B)(4)) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that they are finding that the 7 segment displays are failing during preventative maintenance. The customer states that there is a complete failure of the "s" segment and that they are trying to avoid a patient event by replacing them before the complete failure of one or more display segments. There has been no known patient event related to the segment display failures.